Event description:
It was reported that: "during an embolization procedure, the prestige coil system was inserted into the microcatether properly by the physician; he wanted to remove the coil to reposition it, but the coil remained inside the catheter (but we didn't detach it) while the pusher was removed. After numerous attempts, the operator removed the coil from the patient. We didn't detach the coil system: the coil detached on its own. " 31mar2023, additional information received from the issuer following manufacturer's request. "-can you confirm that the operator/ physician simply removed the microcatheter and coil together from the patient? No, a catheter was advanced on microcatheter. The microcatheter was removed letting the coil half in the aneurysm half in the catheter. After this a balloon was inflated inside the catheter to trap the coil between balloon and the wall of the catheter. Then catheter+balloon+trapped coil were removed. -was any resistance felt during advancement attempts or during repositioning of the implant coil? Yes, the physician has reported resistance during the first attempt and during repositioning. -will the microcatheter used during the procedure be available for analysis? No, the microcatheter is not available.". Incident report form received for this event indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). The returned device was inspected in our quality laboratory. During our analysis: - we noted only the implant coil was returned; - we observed dried blood stuck on the implant coil along the proximal end; - we observed the implant coil to be stretched about 19cm, located 17cm distal from the proximal end; - we observed the sr thread opaque in color with a tapered end at the break point, located 17cm distal from the proximal end; - we observed the sr thread opaque in color with a tapered end at the break point, located 36cm distal from the proximal end, at the end of the stretched portion; - we observed another break point of the sr thread at the proximal tip of the implant coil; - we observed no kinks to the unstretched portions of the implant coil.. Root cause of the premature detachment endured by the coil system can likely be attributed to an overload of tensile stress endured by the sr thread, but cannot be confirmed due to the incomplete device return. The implant coil returned was observed to have a stretched portion, located 17cm distal from the proximal tip and with a length of about 19cm. In addition, 2 different break points were identified on the implant coil. Break point 1 was located at the start of the stretched portion, 17cm distal from the proximal tip. The sr thread was found to be opaque in color, indicating the thread endured an overload in tensile stress. Moreover, the sr thread was found broken at the implant coil proximal tip, and observing a small taper to the break location of the thread. It is reported the user encountered resistance during the advancement attempts and during the repositioning of the implant coil. It is possible the implant coil may have endured damages during the introduction of the implant coil in the microcatheter and during repositioning of the implant coil. This can lead to friction experienced through the microcatheter and potentially contributing to the reported premature separation. Without the return of the delivery pusher, further analysis was unable to be performed. It is unknown if the microcatheter associated with the incident was damaged, possibly causing friction during advancement attempts and contributing to the reported premature separation. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f211100397 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.